Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument to have thermal damage on the bipolar yaw pulley. The conductor wire was not found to have any physical damage. The instrument passed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument had a problem with insulation tip that created arcing and made a burn mark on instrument. The procedure was completed with no reported injury.